Event description:
PICC inserted in 2002. Removed the following month, and found broken. Radiology says it must have broken before, probably during some flushing exercise. The tip is lodged in the soft tissue of the mediastinum, and the rest out of the vascular system. The removed piece of catheter has been retained by risk management. Patient ok. No additional action being taken.